Event description:
On (B)(6) 2011, an elevate anterior was implanted. The pt reported that, "your system failed on me and I am very angry". Additionally stated, "I am facing another surgery now!"

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.